Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to perform the high pressure test. The blood glucose reading is 170 mg/dl. During troubleshooting, insulin did exit the tubing during the prime process. High pressure test failed, the insulin pump alarmed motor error. Advised the customer that the insulin pump will be replaced. Nothing further reported.